Event description:
Customer reports being hospitalized for high blood glucose levels 3 times in a one-month period due to empty reservoir and pump not alarming low reservoir. Troubleshooting was performed and pump returned for analysis.